Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had an unknown issue and there was a request to inspect the instrument further. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis revealed that the instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity and energy delivery tests. The root cause of this failure was attributed to user. The device log review for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# n14200817-0250) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 8 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had thermal damage at or near a conductor wire which is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.